Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a small unruptured aneurysm measuring approximately 4mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline (4.25mm x 12mm) embolization treatment and was discharged without issues. Approximately five days after the procedure, the patient felt ill and went to the ER (emergency room). A CT (computed tomography) scan was performed and was negative. On (B)(6) 2014, the patient went back to the ER still feeling ill and another CT scan revealed a massive intraparenchymal and intraventricular hemorrhage. The patient was transferred to (B)(6) and admitted in the ICU (intensive care unit). A ventricular drain was placed in the patient. The physician suspects the hemorrhage may have been caused by aspirin/plavix. The pru (p2y12 reaction units) was tested (on an unspecified date) and the levels were at 110. On (B)(6) 2014, the patient was reported to have entered a medically-induced coma. On (B)(6) 2014, it was reported the patient had expired.